Manufacturer narrative:
Zoll med corp has received the product and will be providing a follow up report when our investigation is completed.

Event description:
Complaint alleged that during a routine shift check by a clinician, the device displayed "check pads" when the multi-function cable was connected to the electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.